Event description:
It was reported that this cardiac resynchronization therapy defibrillator right ventricular automatic thresholds (rvat) feature was having issues. Technical services reviewed the case and stated that it seems like the test is failing because of fusion beats and there is nothing that can be done programming-wise to mitigate the issue. The rv evoked response for this patient is not meeting the detailed criteria engineers determined is capture with the device algorithm. It was noted that the algorithm might be successful after things settle or rvat may not be an option for this patient. Additional information was received stating that the patient was hospitalized and spent the night as the rvat issue was not resolve. The patient was left with nominal voltage of 3.5v. This device remains in service and no additional adverse patient effects were reported.